Manufacturer narrative:
Concomitant medical products: 4076 lead implanted: (B)(6) 2017; 6935m lead implanted: (B)(6)2013.

Event description:
It was reported that the patient experienced chest pain and chest discomfort post-epicardial left ventricular (lv) lead implant via thoracotomy. The pain was worse with movement and deep breaths and thought to be consistent with pleurisy. The patient was prescribed medication in case of post-operative pericarditis. The patient presented two weeks later with worsening pain which persisted despite narcotic administration. Given the detection of leukocytosis, it was thought that there could be some degree of myopericarditis. Non-steroidal anti-inflammatory drugs were then administered. Some improvement was observed and the patient was discharged after a four day hospitalization. The patient's chest pain had dramatically improved at the next office visit approximately two weeks later. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.